Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was explanted and replaced. The patient was reportedly doing well after the procedure. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-1110, serial #:(B)(4), description:precision implantable pulse generator (ipg). Model #:sc-2218-70, serial #:(B)(4), description:linear st lead, 70cm.

Event description:
A report was received that the patient's leads was punctured through the skin and had developed an infection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's leads was punctured through the skin and had developed an infection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's leads was punctured through the skin and had developed an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient did not have an infection.